Manufacturer narrative:
Pump received with failed battery test alarm after inserting a good battery due to corroded battery tube. Unable to verify for low battery alarm. Battery indicator anomaly and perform functional check including rewind and basic occlusion, occlusion, prime and system sensor, excessive no delivery, displacement, self test, restart error and all operating current measurement due to failed battery test alarm. Pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and stripped battery cap coin slot. Drive support disk was inspected and no anomaly was noted.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer's blood glucose was unknown at the time of incident. Troubleshooting also found that the pump is corroded inside of the battery compartment. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.